Event description:
"Charring" was noted at the "ac connector" of the powercord. The pump was returned to the biomed dept with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. It was reported that charring was noted on the ac connector inside the pump and on one of the "blades" connected to the pump. There was no charring or melting visible from the outside of the pump. There were no reports of any adverse pt events while the device was in clinical use.